Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b3, b5, b6, h6.

Event description:
Healthcare professional reported "ruptured". This record is for the left side. Device was explanted and replaced. Capsulectomy was done. The device has been discarded.

Manufacturer narrative:
G.3. Aware date in supplemental medwatch 2 should have been listed as 16apr2025.

Event description:
Healthcare professional reported "ruptured". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Healthcare professional reported "ruptured". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured". This record is for the left side. Device was explanted and replaced.